Event description:
Additional information received indicated that the lead was capped and replaced on 5/31/2017. The patient's condition was stable post-procedure.

Event description:
It was reported that during a dft test in clinic, noise was observed on the right ventricular lead. The lead was imaged and was found to have externalized conductors and fracture. Lead replacement was planned. The patient has not experienced any adverse effects.